Manufacturer narrative:
A product history record (phr) review of lot 35265676 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Additional event details were requested; however, could not be obtained. The device was not returned for analysis.

Event description:
As reported, the "floppy part" of the sv-5 short 300cm steerable guidewire was frayed. When the guide wire was removed, the piece remained in the renal artery, then it was recovered with the guide. There was no reported patient injury. The device is expected to be returned for analysis.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the "floppy part" of the sv-5 short 300cm steerable guidewire was frayed. When the guide wire was removed, the piece remained in the renal artery, then it was recovered with the guide. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot 35265676 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿distal tip-fractured-separated¿ could not be confirmed. Procedural factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿cordis guidewires are intended for use in angiographic procedures to introduce and position catheters and interventional devices within the peripheral vasculature. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Do not pull the distal tip to remove guidewire from dispenser as it may damage the tip. Tip fractures have been reported in procedures involving total occlusions, highly tortuous vasculature, and small side branches.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.